Event description:
It was reported that this brady lead was attempted implant due to unknown product issue. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was extended, and dried body fluid and tissue were noted in the helix housing. The setscrew marks were in correct location on the terminal pin. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. A pressure test passed indicating the lumen/outer insulation is intact. A hipot test passed indicating no electrical shorts between conductors. A stylet insertion test passed without issue indicating no blockage in the lumen. The helix mechanism could not be tested due to dried blood in the housing and tissue entwined in the helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was attempted implant due to unknown product issue. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.